Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low bg of 60 (mg/dl) due to exercising. Juice was consumed to address their low bg level. Recommendation was made to consult their health care provider to discuss diabetes management.